Event description:
Pt. Requiring a cvp line as pt had no venous access. When the cvp line was threaded the j guidewire slipped into the vein and could not be extracted. Pt. Transferred to upstate medical university in syracuse for interventional radiology for extraction of the j guidewire.